Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they had high blood glucose value. Customer's blood glucose value was 593mg/dl. Customer treated using shots and declined to troubleshoot for high blood glucose value. Customer also stated about the pump having no delivery alarm but was resolved by priming. Insulin pump will not be returned for analysis.